Manufacturer narrative:
No alleged device failure.

Event description:
It was alleged in a police report that the ambulance was transporting a patient from the scene of a traumatic accident when it was struck by another vehicle. It was alleged that when the accident occurred the cot and patient rolled toward the attending emt who was able to brace the patient to prevent further injury. It was alleged that the patient had been securely strapped to the cot and had a neck brace. It was alleged that the patient was transferred to another ambulance 2 minutes after the ambulance accident occurred. It was alleged that the patient had a pulse and was breathing before and after the accident as well as when the patient was transferred to the other ambulance, however was pronounced dead an hour later at the hospital. This event is being reported due to the cot being involved in the event with the patient. The cot was not reported to have caused or contributed to this patient event.